Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was golfing. An oversensed noise artifact was seen on the subcutaneous electrocardiogram, after which the s-ICD started oversensing t-waves. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD was reprogrammed to the alternate vector. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was golfing. An oversensed noise artifact was seen on the subcutaneous electrocardiogram, after which the s-ICD started oversensing t-waves. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported.